Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known adverse event addressed in the labeling.

Event description:
Healthcare professional reported a right-side deflation. Device remains implanted.

Event description:
Healthcare professional reported a right-side deflation. The device was explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: creases fold, wear abrasion, brown particles in fill channel, opening on radius and anterior. Leak test and microscopic analysis was performed which identified: opening creases smooth, opening puncture and opening crack on valve. Based on the device analysis the final assessment is: an opening crease smooth on posterior due to fold flaw opening. A striated punctured due to surgical damage like consist in the use of some surgical tool. A cracked valve seat diaphragm valve.

Manufacturer narrative:
Reason for reoperation: deflation.

Event description:
Device was explanted.